Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 52 mg/dl at the time of the incident. The customer was at 416 mg/dl before dropping low. The customer was at 87 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump over corrects and thus over delivers insulin. Troubleshooting was completed. The customer gets over night lows as their digestion is slower than usual, has diarrhoea, and lost weight. The insulin pump will be returned for analysis. The customer mentioned possible infusion set adhesion issues. Pump passed functional testing.